Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating of the insertion tube being peeled off occurred due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had defects of the bending section and insertion tube. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation also found the following: the connecting tube had a dent and a wrinkle, due to a dent on the bending tube the play of the angulation lever was out of the standard value, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to damage the angulation lever does not move smoothly, due to a dent on the channel tube the forceps could not be inserted smoothly, and due to a dent on the channel tube, channel cleaning brush could not be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.